Event description:
Caller reported a malfunction on the pump with a displayed malf 5 code, which was not resettable. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. To resolve the issue, technical support advised the caller to use multiple daily injections as a backup therapy and arranged for a pump replacement.